Manufacturer narrative:
The following is a resubmission that was initially submitted (MDR 2024800-2023-00016) on 09/14/2023 by hologic. Hologic technical support (ts) reviewed the worklists and noted no hardware issues. Ts advised the customer to discard the kit, clean sample and reagent preparation areas, ensure sample shield is seated properly and there is no residue, prepare new kit and load qc plus controls (5 each) as samples. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.

Event description:
Follow-up report.

Manufacturer narrative:
Section b5 stated "follow-up report. See section h10." When it should have referenced section h11.

Event description:
See section h11.

Event description:
Customer questioned sars-cov-2 results as they had increased positivity on wl 003526-20230901-07 ((B)(6)2023) using lot 561911 on the panther fusion instrument sn (B)(6). Out of 78 samples, 57 samples tested positive. Customer noted that they usually have around 20% of samples out of the run test positive for sars. Customer reran the 78 samples using a different methodology and received around 30 positive samples. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. Customer confirmed that initial sample results were not reported out. There were no associated adverse events.